Event description:
A surgeon reports a pt is unhappy with his vision following intraocular lens implant surgery. The pt has complained of double vision and has been given a prism for relief. Upon examination, the surgeon reports the intraocular lens had a "frosted glass" appearance. It is not known whether the appearance of the lens has affected the pt's outcome. Add'l info has been requested including the pt's current condition.

Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Add'l device and event info was requested by fax and mail on 10/31/06. To date, a completed questionnaire has not been received. Phone follow-up was completed on 10/13/06 and 11/3/06 providing add'l pt info.